Event description:
It was reported that 38 days after implantation of a liberte stent, the pt experienced sub-acute thrombosis. Details regarding the lesion characteristics for the initial procedure are not available. The pt presented 36 days after the initial procedure with chest pain and st elevation. The pt was taken for surgical intervention. No additional info is available regarding this event.